Event description:
The account alleged the brake casters do not hold. No injury reported.

Manufacturer narrative:
The account tried adjusting the brake casters and issue remains. No further information is available on the repair of the bed at this time.